Manufacturer narrative:
The insulin pump was received without the original keypad overlay assembly, using another good keypad assembly the button function properly. However, moisture noted on keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and broken pump belt clip slot. The insulin pump was received without the original pump belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that the cover over the buttons came off and he found it in his pocket. Blood glucose value is 230 mg/dl. Nothing further reported.